Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or around the vicinity of the deactivation button. The pump passed functional testing and performed within product specifications. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus)due to a leak around the deactivation button of the control pump. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus)due to a leak around the deactivation button of the control pump. No patient complications were reported in relation to this event.